Event description:
It was reported that a patient in oncology radiation department underwent PICC placement with seldinger under ultrasound. Introducer needle was resisted when delivering guidewire. Removed the guidewire and found burrs with the front end of guide wire, trimmed it for re-delivery. However, given the safety and the possibility of vascular damages after trimming, used a new seldinger guide wire, which was delivered successfully

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged wire is confirmed but the exact cause remains unknown. One guidewire was returned for investigation. The length of the wire was measured to be 47 cm; however, the wire appeared to have been elongated due to a break in the core wire. A 5 mm segment was also returned separately and was observed to be frayed at both ends. The core wire present measured to be approximately 35 cm in length. The wire was observed to be elastic which indicates the core wire may have been severed. Microscopic observation of the proximal end of the wire revealed it to be intact; however, the coil wire was observed to be elongated. The distal end was observed to have the core wire broken and a coil wire elongated. The 5 mm segment appeared to correspond with the broken distal end of the main length of wire. The introducer needle was not returned. Based on the condition of the returned sample, possible contributing factors include retraction of the guidewire against the needle bevel and forceful advancement or retraction of the guidewire. The product instructions for use (IFU) states, "gently withdraw and remove the introducer needle or catheter, while holding the guidewire in position. Caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recx0365 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recx0365) have been reported from the same facility in (B)(4).

Event description:
It was reported that a patient in oncology radiation department underwent PICC placement with seldinger under ultrasound. Introducer needle was resisted when delivering guidewire. Removed the guidewire and found burrs with the front end of guide wire, trimmed it for re-delivery. However, given the safety and the possibility of vascular damages after trimming, used a new seldinger guide wire, which was delivered successfully.